Manufacturer narrative:
H.6. Investigation summary: material #: 367300. Lot/batch #: 3090608. Bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination, utilizing a borescope to shine light through the cannula, and no issues were observed relating to insufficient flow as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode insufficient blood flow. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that during use with the bd vacutainer® multiple sample luer adapter, there was insufficient blood flow. There was no report of patient impact. The following information was provided by the initial reporter, translated from french: at the time of the blood test the blood does not come, test impossible.

Event description:
It was reported that during use with the bd vacutainer® multiple sample luer adapter, there was insufficient blood flow. There was no report of patient impact. The following information was provided by the initial reporter, translated from french: at the time of the blood test the blood does not come, test impossible.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.